Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event it was reported that during a craniotomy surgical procedure it was observed that the burr device was not cutting when being used with the motor device and the craniotome device. It was reported that there was a 20-30 minute delay in the procedure. A spare competitor's device was used to successfully complete the procedure. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device will not cut was confirmed. An assessment was performed on the device and it was found that the attachment would not accept cutter. It was determined that the cause of the cutter insertion failure was most likely from corrosion and organic debris which led to degradation of the bearings resulting in misalignment of the inner races of the bearings. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.